Event description:
It was reported by the sales representative that: while using the super 90-s probe, the face of the probe broke off in the shoulder, and after 30 mins of work, they were able to retrieve the piece from the pt. The harm to the pt was reported.

Manufacturer narrative:
Additional info will be provided once investigation is completed.